Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys ft4 iii assay results for 3 patient samples tested on a cobas 8000 e 602 module. Patient 1 initial ft4 iii result was 55.2 pmol/l. The same patient sample was tested on another cobas e801 on (B)(6) 2018 with an ft4 iii result of 19.5 pmol/l. On (B)(6) 2018 patient 2 initial ft4 iii result was 98.8 pmol/l. The same patient sample was tested on (B)(6) 2018 on both the same instrument and another cobas e801. The ft4 iii rerun result from the same instrument was 13.9 pmol/l and the ft4 iii result from another cobas e801 was 14.2 pmol/l. Patient 2 is a (B)(6) female with a date of birth that was requested but was not provided. On (B)(6) 2018 patient 3 initial ft4 iii result was 56.3 pmol/l. The same patient sample was tested on another cobas e801 on (B)(6) 2018 with an ft iii result of 14.2 pmol/l. Patient 3 is (B)(6) female with a date of birth that was requested but was not provided. The erroneous results were released outside of the laboratory but were questioned by the physician as the results did not match the patient's clinical pictures. There was no allegation of an adverse event. The ft4 ii reagent lot information was requested but was not provided. Review of the analyzer alarm history showed that on each day around the time of the erroneous results, the analyzer had generated an alarm related to analyzer being short of a consumable product, procell. The investigation is currently ongoing.

Manufacturer narrative:
All customers have been provided a workaround procedure to prime the instrument when it is determined that their cobas e 801 module is potentially affected by this issue. They are also instructed to contact roche technical support. A roche field service engineer will perform the procell ii m flowpath decontamination procedure and the procedure should be performed every 4 weeks until your cobas e 801 module is switched to the improved procell ii m formulation. Improved procell ii m is available in the us and roche field service engineers are in the process of converting customers to the new procell ii m.